Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device check, a da error message was observed. The da error was a result of a bit flip (temporary memory reset), that was self-corrected by the device. It was noted that the patient had a CT scan. There was no impact on device therapy and no adverse events reported.